Manufacturer narrative:
Patient demographics, such as date of birth or weight, were not provided. A beckman coulter (bec) field service engineer (fse) verified instrument performance by running a passing system check, high sensitivity system check and fifteen (15) replicate access accutni+3 precision run. In conclusion, the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (s/n: (B)(4)). The patient had a second blood draw and the access accutni+3 result was within the normal reference range of the assay. The customer reanalyzed the first sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assay. The customer had a second tube of blood from the first draw. The customer analyzed this sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and the access accutni+3 results were within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was admitted to the hospital. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to and after the reported event. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged at 7200 revolutions per minute (rpm) for three (3) minutes. There was no report of sample integrity issues.